Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the room. Upon further inspection, philips field service engineer (fse) found the main cabinet tripped then the fse switched the power back on and turned on the system. Later, fse failed to turn on the host pc due to a bad power supply. Fse replaced the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had no power. The system was not in clinical use at the time of the reported event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc and a hard disk. The device was returned to expected functionality.